Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 50 months, oversensing without inappropriate therapy was reported. The ICD and lead remain implanted and the patient will be monitored closely. No adverse patient side effects have been reported. The event date was not provided.